Event description:
It was reported that during a pump replacement for normal battery depletion the healthcare provider (hcp) aspirated out ¿cloudy¿ cerebrospinal fluid (csf) and was concerned about infection. The hcp wanted to know how to safely titrate the patient down off of the medication. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# j12474r05, implanted: 2006-(B)(6), product type catheter product ID 8709, lot# l64341, implanted: 1999-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, lot# l64341, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter.

Event description:
It was later confirmed that the cause of the event was due to infection. The dosage was decreased 20% daily beginning (B)(6) 2013 through (B)(6) 2013. The pump and catheter were explanted on (B)(6) 2013. It was noted that there were no patient symptoms; however, the reporter stated "incidental today during pump aspirate". The patient was hospitalized for the event. Patient outcome was reported as recovered without sequelae. The device system delivered gablofen. It was later verified that the only patient symptom was cloudy csf observed during the pump explant when the csf was aspirated. Culture results showed (B)(6) drawn from the csf on (B)(6) 2013. The infection was found (B)(6) 2013. It was noted that the patient's infection had resolved and no re-implant was scheduled as the hcp was trying the patient on oral baclofen.